Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log shows a motor current spike to 1418, followed by a drop in pump flow and elevated placement signal. The 5s optical signal parameter and cvp were stable during this event. The cause of the low pump flow issue was most likely biomaterial, based on data log review.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella rp had low flow despite adequate volume and reposition with imaging. The impella rp was explanted for venoarterial extracorporeal membrane oxygenation. There was no reported patient harm.